Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg as returned gave a low battery warning which was cleared and the pulse load test was performed. The low battery warning did not return, indicating passivation, for which a CAPA has already been initiated. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-02206. The patient (B)(6) received an scs system, which included an ipg and an extension, on (B)(6) 2009. It was reported the ipg and extension were explanted due to a loss of stimulation. The explanted ipg and extension were returned to the manufacturer for analysis. No additional information was available.